Event description:
Customer reported the anesthesia resident set up the anesthesia machine prior to starting a case and inadvertently left the red test plug in the inspiratory limb and attached the breathing circuit to it. Pt was reportedly placed on the machine and experienced desaturation and an increase in co2. There was no reported pt injury. Investigation/conclusion: as stated in the advance users reference manual, preoperative tests section, step 2 of the low pressure leak check states, "plug the right-hand ( inspiratory) port". Once the test is completed, the manual states that the user is to "remove the plug in the right hand port and reconnect the breathing circuit". The plug is used for the low pressure leak check to occlude the inspiratory port. The plug has been designed in such a way to be obvious to the user if left in place during an anesthetic, it is bright orange in color and has a large ring/flange that protrudes around the breathing circuit. It also is made of silicone and thus has a different feel than the other visual and tactile clues, there is a cascade of high priority sys alarms, both audible and visual, that occur if the test device is left in the breathing circuit during a case.